Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and revision surgery. The patient also experienced right-sided device migration due to the right-sided capsular contracture. The patient underwent bilateral removal and replacement with two 755cc mentor memorygel breast implant prostheses (catalog #: shpx755, left serial #: (B)(6) right serial #: (B)(6) on (B)(6) 2021. The relevant fields have been updated. On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient has consulted with a physician, and upon physical examination, the patient was noted to have bilateral ptosis, firmness on the right breast, and left breast has bottomed out. As a result, the patient has been re-scheduled to undergo explantation on (B)(6) 2021. This medwatch report is for the right-sided implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent a primary breast augmentation with 535cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture postoperatively. The patient reported that the right breast is hard with indentation, intermittent pain, and has not dropped. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.